Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 198 mg/dl. Multiple follow up attempts were made, however, the customer did not respond. No further information was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.